Manufacturer narrative:
Additional information/device evaluation summary: the pump was returned for analysis. Analysis of the pump found ¿no anomaly¿.

Event description:
The pump was explanted.

Event description:
It was reported that the patient¿s first pump was too close to the skin and a revision took place 2-3 weeks prior to the date of this report to implant the pump deeper. Approximately ten days after the revision when her staples were removed her body started ¿leaking through a pin hole.¿ a ¿gush¿ of blood also came out when the staples were removed. The patient was currently on antibiotics but did not think it was infected. The patient stated that the pump worked great but she thought since her body was ¿leaking¿ the health care provider (hcp) was going to say it needed to be removed. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).